Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl). The customer delivered a manual injection to address bg levels. The customer changed the supplies on the pump (cartridge, infusion tubing and site) and bg levels became stable. Recommendation was made to consult with health care provider (hcp) regarding diabetes management.